Event description:
It was reported that a balloon rupture occurred. A 10mm x 3.75mm wolverine cutting balloon monorail was selected for use in the severely calcified lesion. During the third inflation, it was noted that balloon ruptured at 10atm for 30 seconds. The device was removed without any problem using the normal method. The procedure was completed with another of the same device. No patient complications were reported and the patient status was good post procedure.